Event description:
The pump had alarmed and the covering nurse entered the room and reset the pump. Shortly thereafter, the patient called the nurses station to report that she was bleeding. Nurses responded to the room to find the tubing from the second set had disconnected at the male luer lock fitting and blood was backing up from the primary set onto the floor and bedding. Post incident investigation showed the tubing from the second set had physically separated from the body of the male luer lock leaving the luer lock in place in the smartsite. Interviews also indicated a similar incident occurred previously with another primary infusion set tubing separating from the male luer lock fitting at the terminal end of the set.